Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing a burning sensation at the ipg site. It was also noted that the ipg was having difficulty communicating with the remote control. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was experiencing a burning sensation at the ipg site. It was also noted that the ipg was having difficulty communicating with the remote control. The patient will undergo a revision procedure.

Manufacturer narrative:
Sc-1132 (B)(4) device evaluation indicated that the defective device would not charged nor linked due to damaged u2_asic. It was confirmed that high thermal (76.1°c) would be released by the component until the battery exhausted to zero volt. As a result, the device sleep current was extremely excessive (383 ma). It appeared that the thermal effect from the damaged u2 was the patient's experience. The source of device damage is unknown. Due to the device damage, the patient data was not captured.

Event description:
A report was received that the patient was experiencing a burning sensation at the ipg site. It was also noted that the ipg was having difficulty communicating with the remote control. The patient will undergo a revision procedure.